Event description:
It was reported that the surgeon noted that the foil pouch was not sealed. This occurred prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The implant shows a disintegration of the partially absorbable parts. This indicates that the foil has been opened for a prolonged period of time by the user. It seems that the foil was placed back in the box after opening.